Event description:
Patient reported that the back to back test readings (all fasting sugar in am) obtained on the ss meter using the same finger stick were 235, 68 and 68 mg/dl (135% difference). No symptoms were reported. Pt did not have supplies needed to do control test. On follow-up, pt said not sure if confirmation dot is completely blue (patient has vision problems). Lfs representative reviewed back to back testing procedures and use of control solution. The meter was replaced. There was no allegation of harm.